Event description:
The customer's mother called to report that her daughter's bg levels rose significantly over a six hour period, resulting in high readings (500 mg/dl). Multiple boluses were administered, which were ineffective at controlling her levels. No alarm or any other product issue was reported. The pod was deactivated and will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.